Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/12/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed. Lens was cut in pieces, most probably to make explant possible. Considering the condition of returned sample, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 24.0 diopter intraocular lens (iol) dislocated, date unknown, and wasn''t in the incorrect position. Therefore, the patient returned on (B)(6) 2017, to have the lens repositioned. However, during the surgery the surgeon decided to explant the lens. There was vitreous loss reported, no enlargement, and no other patient injury. Lens was replaced with a different lens, the model and diopter was not provided. No additional information was provided.